Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant, the implantable cardiac monitor (icm) had migrated and was no longer sensing. The icm was repositioned and sensing was normal. The icm remains in use. No patient complications have been reported as a result of this event.